Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022 it was reported by a sales representative via sems that an ar-13995n scorpion-multifire needle broke off during a rotator cuff repair procedure. After a few passes, the tip of the needle broke off in the patient. Opened and used a new needle, surgeon used the c-arm tried to locate and retrieve the piece without success. The needle tip remains in the patient. The surgeon was satisfied with the case and completed without further incident.